Event description:
Pt had dentures repaired in 2002. After dentures replaced they suffered from adhesions to roof of mouth, stomach ulcers and lung damage. According to pt, their attending physician indicated that they should have the dentures tested for the types of adhesive used in repair of dentures. Pt stated they have lost 30 pounds, cannot lie down and they continually "exhibated" and fluids build up in their lungs.